Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 90-140mg/dl fasting. Verified the strips expired 2/28/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 75mg/dl and 72mg/dl not fasting. Reviewed meter memory (B)(6). The customer is concerned about the result of 82 mg/dl on (B)(6) 2015 at 6:36 am. The customer stated that he supposed to test four times a day but only tests once a day (fasting).